Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the customer reported that the freedom driver exhibited abnormal noises while supporting a patient at (B)(6). The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited abnormal noises, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. During investigation testing, a squeaking noise was confirmed. The origin of the squeaking sound was determined to be the piston and cylinder assembly (pca). This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
On (B)(6) 2015, the customer reported that the freedom driver exhibited abnormal noises while supporting a patient at (B)(6). The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.